Manufacturer narrative:
The subject device was returned to olympus for service. The service evaluation was not able to confirm/duplicate the customer¿s reported issue, only the front panel cavity mode is off, and the mode cannot be selected. Also, the rear panel character is missing. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has no previous repair records. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause cannot be conclusively determined. Based on the physical evaluation, the probable cause of the image defect is due to fluid invasion inside the cable unit. The cause of the cable unit is unknown. To mitigate the risk of device damage, the instructions for use provides the following: ·do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage. ·do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that only the front panel cavity mode is off and the mode cannot be select on the customer high flow insufflation unit. The reported problem was found during preparation for use. No death, injury or harm was reported.